Event description:
It was reported that pump displayed malfunction alarm malf 3 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, instructed customer to place pump in storage mode, reprogram settings and reconnect continuous glucose monitor on replacement device, and return malfunctioning pump using prepaid label within 10 days, which customer acknowledged and understood.